Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, they experienced vomiting, headache, excessive thirst and urination and muscle pain. The patient suspected they were in diabetic ketoacidosis, while the cgm displayed 40 mg/dl. The patient went to urgent care. The patient¿s bg was measured at 420 mg/dl while the cgm displayed 40 -75 mg/dl. The patient was diagnosed with hyperglycemia and treated with saline and insulin via IV. At the time of the report the patient was stable and feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.